Manufacturer narrative:
A service engineer (se) inspected the device and verified the mentioned issue; however, was unable to duplicate it. As a precaution, the se ran the extended self-test (est), short self-test (sst), electrical safety test, calibrations, and performance verification testing (pvt). The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator became inoperable and generated a device alert message that displayed "unable to determine the status of breath delivery". The patient was transferred to another ventilator and was not harmed as a result of the event.